Manufacturer narrative:
Product analysis :one balloon returned for analysis. Visually the balloon appeared to be used but undamaged. Functional test: a sample syringe was filled with liquid, and then were injected into the returned ibt. The instrument was then pressurized. Pin-hole leak was noted at the base of the y-valve. No leak was noted on the ibt balloon. The root cause of leak at the valve is undetermined.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2016, patient underwent balloon kyphoplasty at l1 for burst fracture. Intra-op, the balloon did not inflate. It was pulled out from patient¿s body once and checked. The inflation had no problem but it was found that balloon was filled with air. The balloon inflated 2ml but the air occupied about half of the space. The incision was closed with inflation and filling of cement on only one side. After the surgery, balloon was checked and a small hole ,which was not able to be seen visually, was found at the base of the balloon (it was found because leakage of contrast media was observed). Product came in contact with the patient. There was a delay of less than 60 mins in overall procedure time as a result of this event. No fragment of the device remained in the patient. No patient complications were reported. Doctor commented that the event was expected because the patient¿s bone was hard.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.